Event description:
It was reported that the physician observed an unusual trend in the battery depletion. The ICD was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.